Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming several pump errors. The customer's blood glucose level was unknown. The customer was able to rewind the insulin pump. Troubleshooting assisted with performing the displacement test, but unable to fully troubleshoot since the customer wanted the insulin pump to be replaced. Requested that the insulin pump be replaced and advised that a new sensor will be sent. The insulin pump is expected to be returned.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments/partial display noted during testing. Unit was received with normal operating currents and no unexpected pump error 4/42/60 alarm noted during testing. Unit was received with scratched case and minor scratched lcd window.